Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. The customer transitioned to multiple daily injections (mdi) as a backup therapy.